Manufacturer narrative:
Additional information in h3, h6. H10: the actual device was not available; however, a video sample was received for evaluation. Upon visual inspection of the video sample, it was observed that patient was having difficulty closing the twist clamp. Deformation / damage to the notch area of the main body was observed on the video possibly causing the reported issue of difficulty to close. The reported issue was verified. The cause of the condition was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was difficult to close. It was further report as "patient could open it without problems but when trying to close it, it was impossible". This occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.